Event description:
It was reported that the customer has been hospitalized two times and been to the emergency room three times due to low blood glucose. Customer's blood glucose reading at the time of the last hospitalization was 33 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime alarm test due to faulty force sensor. Cracked case noted near all corners of display window. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed the basic occlusion and displacement test.